Event description:
A pt reported experiencing inaccurate low results with a one touch profile. The pt's blood glucose results were 5.4 and 3.1mmol/l. Tests were done within 5 mins. Pt did not experience any adverse events. No further info has been reported.